Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
User facility reported that the endotracheal tube was kinking during use w/the pt. The facility stated that the kinking resulted in lower oxygen delivery, which required add'l oxygen administration. In one case, an "anti-obstructive" medication was given. However, no emergency intervention was required. No permanent adverse effects to pt reported.